Manufacturer narrative:
Additional information: b5, h4, d4, d6a correction: h6 - health effect - impact code.

Event description:
New information received notes that shock was delivered and terminated the ventricular tachycardia (vt) episode. There was a suspect vt episode below the therapy zone. It was not known what caused the syncopal episode.

Manufacturer narrative:
Correction: d6a - date of implant.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up after they were admitted to the hospital for syncope. An interrogation of the implantable cardioverter defibrillator revealed under-sensed episodes of ventricular tachycardia (vt) below the programmed high voltage therapy zones. This resulted in failure to the device to deliver high voltage. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Correction: d6a - date of implant additional information: b1, b2, b5, d6b and h6.

Event description:
New information received notes that the device reached the elective replacement indicator (eri) on (B)(6) 2023 and was replaced (B)(6) 2023. There were no alleged malfunctions associated with the device.

Manufacturer narrative:
The reported event of under-sensing and no high voltage (hv) output could not be confirmed. A device image was reviewed by technical services and no evidence of under-sensing was recorded. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.